Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for three (3) unknown 2.7mm titanium variable angle locking screws self-tapping (length unknown), partial part number 04.211.xxx, lot number unknown. Additional device product code is hrs. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient identifier and weight are not available for reporting. This report is for three (3) unknown va locking screws. Part and lot numbers are not available for reporting. Other number¿UDI: unknown part number, UDI is unavailable. Because the screws were not removed completely, they are not considered to have been successfully explanted on (B)(6) 2017.. The subject device is not expected to be returned to the synthes manufacturer for evaluation. Reporting facility phone number is (B)(6). 510(k): unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. The date of manufacture is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes europe reported an event in (B)(6) as follows: it was reported that after a planned hardware removal surgery, three (3) unknown variable angle screw shafts were retained in the patient. The patient was initially treated for an olecranon fracture on an unknown date in 2016 and was implanted with an unknown plate, one (1) unknown 3.5mm cortical screw, one (1) unknown 3.5mm locking screw, and three (3) unknown variable angle (va) locking screws. Because bone union was complete, surgery to extract the implants was performed on (B)(6) 2017. The surgeon was able to extract cortical screw and locking screw. However he couldn¿t pull out three (3) va locking screws because screw heads became dull. The surgeon removed the three (3) va locking screw heads with carbide drill and extracted a plate. The surgeon then attempted to remove the screw shafts with hollow reamer and screw grasping forceps but was unsuccessful. The screw shafts were left in the patient. The surgery was otherwise successfully completed. There was a surgical delay of unknown duration due to the reported event. The surgeon commented that the patient is a (B)(6) man and his bone substance was very good. The patient is doing well so far. Concomitant device: 1x cortical screw 3.5mm (partial part number may be 212.xxx), 1x locking screw 3.5mm (partial part number 04.211.xxx), 1x unk carbide drill, 1x unk plate, 1x unk hollow reamer, 1x unk screw grasping forceps. This report is for three (3) unknown va locking screws. This report is 1 of 1 for (B)(4).